Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device patient lists were not crossed over to the station due to hospital interface issue. A technical support specialist confirmed that the hospital interface team agent resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there were multiple patients/orders not showed up on the station and delayed down . The customer reported that the users were able get it on critical override and through pharmacy. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.